Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The health care professional reported via phone call that the insulin pump had a display anomaly. The lcd screen would not fully be displayed. The blood glucose reading was unknown. The insulin pump will be replaced.

Manufacturer narrative:
The pump was received with missing segments due to a cracked lcd zebra connector. No cosmetic damage noted during physical inspection.